Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f101 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f101 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak that occurred during a treatment procedure. The customer stated that the leak originated at the system pressure dome. The customer reported that they did not know the amount of whole blood processed, but did state that the leak occurred early in the treatment. The customer stated that no alarms were noted. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer reported that the kit had already been discarded and no pictures were taken of the leak. The kit was not returned for investigation.